Manufacturer narrative:
Two green sureform 60 reloads were returned to intuitive surgical, inc. (Isi) for failure analysis (fa) evaluation. Fa for the first of the green sureform 60 reloads replicated and confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track and a log review confirms the reload was involved in a firing failure. The knife was exposed towards the distal end of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. The stapler reload blade was found to have mechanical indentations. The stapler reload cover was removed, the shuttle was pulled forward to allow access to the knife, and the knife was inspected where damage was found to the blade. There was no cartridge damage observed. The event caused partially or wholly by the user of the device including sample handling. Fa for the second of two green sureform 60 reloads returned did not replicate nor confirm the customer reported complaint. The accessory was returned to isi for evaluation attached to the sureform 60 stapler instrument. There was no damage to the reload that was returned used and fired. Visual inspection displayed no signs of physical damage to the cartridge, knife, pushers, or cover. There was no damage to the reload or its components. No product issue was identified. Since this stapler reload was attached to the instrument, it suggests it is associated with the second reported firing issue reported in related medwatch report (MDR) with MFR report #2955842-2024-18461. The sureform 60 stapler instrument has also been returned for fa evaluation. Fa confirmed, but did not replicate the customer reported complaint. The instrument was found to have 2 firing failures based on a log review which was not replicated through in-house testing. The stapler instrument was installed onto an in-house system and fired on a test foam using two in-house green reloads. The instrument fired successfully, and the resultant staple-line was visually inspected and the cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: please note that it was not specified if the additional information is regarding the event reported in this MDR report, or the related report, 2955842-2024-18461. B5: the stomach was the target tissue. The tissue was not calcified, but had been exposed to a radiation/ chemotherapy prior to the procedure. There was no tissue tension nor tissue bunching, buttress material was not used, and there were no clamping issues prior to firing. The tissue was pushed/dragged, and the firing failure resulted in malformed staples that were irregularly placed. The surgeon did not encounter hard objects and did not staple over an existing staple line. There was no bleeding, unplanned tissue removed, or intervention to approximate tissue because of this. An image provided to intuitive surgical, inc. (Isi) was reviewed and shows stomach tissue with well-formed staple lines as well as one staple line where the tissue has become bunched and staples have become clustered and malformed. This would be indicative of a tissue pushout event which can occur when the stapler encounters a hard object or other obstructions in the path of the reload knife, however from the images alone we cannot determine a root cause. The stapler user manual addendum general warnings section as well as the intraoperative use section list warnings regarding obstructions within the stapler jaws as well as crossing existing staple lines.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An advanced stapler log review shows the instrument was installed on the system 9 times and fired 9 reloads (1 white, followed by 8 green). On install 1, the system failed to detect the reload color, and the user manually selected the white reload manually. The first clamp was successful, and the firing was completed with no pauses for compression. On installs 2, and 4-7, the first clamps were successful, and the firings were each completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 1 pause for compression. On install 8, the first clamp was successful, but was followed by a firing failure. The firing stopped just short of completion and system logs show error code a firing failure. On install 9, the first clamp was successful, but was followed by a firing failure. The firing stopped again just short of completion and system logs show a second instance of a firing failure. There were no additional errors related to the use of this stapler in the system logs. Manufacturer report captured the first incident. Report was created to capture a second firing issue mentioned.

Event description:
It was reported that during a da vinci-assisted esophagectomy, after successfully firing 5 green sureform 60 reloads, the 6th fire resulted in the tissue curling together and the staples becoming clumped together. The customer tried using a 7th reload from a different lot number, but the same thing happened. The stapler was replaced, and the procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.